Event description:
Boston scientific received information that during an implant procedure, a high pacing impedance measurement of 3000 ohms was observed on this patient¿s device and right ventricular (rv) lead. The cause of the high impedance value was unknown. The rv lead was removed from the patient due to the impedance issue as well as an infection the patient had. Additional information from the field indicated the infection was not associated or caused by any of the implanted products used. The implant procedure was successfully finished with a new rv lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted products were disposed of at the hospital and will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.